Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('hematometra') in an adult female patient who had essure (batch no. 731808-inv, 822365) inserted for female sterilisation. The patient's concurrent conditions included pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy, total, laparoscopic, with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: 2 coils were easily counted and visualized; visualization was somewhat limited by the fluffy endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix- chronic cervicitis. Endometrium- benign early secretory pattern. Myometrium- adenomyosis. Fallopian tubes - no pathologic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc (product technical complaint).fu 2 and 3 processed together. On 3-mar-2020: pfs received. Reporter's information added. Fu 2 and 3 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine hemorrhage ('hematometra') in an adult female patient who had essure (batch no. 822365, 731808) inserted for female sterilization. The patient's concurrent conditions included pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine hemorrhage (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy, total, laparoscopic, with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: 2 coils were easily counted and visualized; visualization was somewhat limited by the fluffy endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix- chronic cervicitis. Endometrium- benign early secretory pattern. Myometrium- adenomyosis. Fallopian tubes - no pathologic abnormality. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ('hematometra') in an adult female patient who had essure (batch no. 822365, 731808) inserted for female sterilisation. The patient's concurrent conditions included pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy, total, laparoscopic, with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: 2 coils were easily counted and visualized; visualization was somewhat limited by the fluffy endometrium diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix- chronic cervicitis. Endometrium- benign early secretory pattern. Myometrium- adenomyosis. Fallopian tubes - no pathologic abnormality. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.